Event description:
Meter name: surestep enhanced. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: felt funny, dizzy, vision issue, and off balance. A patient reported they were treated by emergency medical technician. Their meter allegedly was inaccurately high and would only prompt error 3 message. The result on their meter was 450 mg/dl. The result on their meter was 450 mg/dl. The result on the emergency medical technician meter was 259 (invalid comparison). The time difference between patient's meter and emergency medical technician was less than 10 minutes, per facility notes. Treatment was unknown. Unable to reach patient. Per facility notes, emergency started getting the error 3 message and advised patient to not use the lfs meter. Patient was sent a new surestep enhanced meter. No further information has been reported.